Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (scrdrivershaft t25 f/urs, part number 03.636.001, lot number 7543771). The subject device was returned with the complaint condition stating: one screwdriver t25 with t handle for pangea (part number: 03.620.001, lot number: 7404755, mfg date: 19jun2013). The part(s) was received with the following complaint description: ¿during the operation, a urs screw was inserted in l) l3 and the surgeon noted that it did not lock off as it should do when the rod was introduced and the locking cap inserted. He removed the locking cap and the rod from the screw and then removed the screw and when inspecting the screw, noted that the collett on top of the screw shaft, was cracked. He discarded that and placed another screw of the same size and it locked off as it should. Then when he was doing the final tightening of the inner part of the locking cap, the screwdriver shaft broke into x 3 pieces. Two (2) pieces were retrieved and the 3rd piece stayed wedged into the locking cap. The surgeon was unable to remove the metal as it was very firmly stuck so he decided that he would leave the piece of metal in situ. He used a second screwdriver to complete the final tightening procedure. He had also used the t-handle t25 screwdriver to remove the pangea locking caps and noticed that the instrument was not performing well. He looked at the shaft and noticed that it had started to separate under the t-handle¿. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, drawing review and device history review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. Please note the following complaint devices were also reported: one urs screw (part number: 04.636.645, lot/mfg date: unknown), was not returned therefore no further investigation is needed at this time. The returned instrument is part of the depuy synthes pangea system. This driver is one of several available in the pangea set for screw insertion; however, it is not intended to final tightening of locking caps or their removal. Upon visual inspection, the screwdriver adapter ring has separated from the t-handle which may hinder its functionality. Replication of the complaint condition is not applicable as the piece is already falling apart. The complaint condition is confirmed. Top level assembly for the device were reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. A definitive root cause was unable to be determined as the circumstances surrounding the complaint are unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history records review was conducted. The report indicates that the: 03.636.001 - 7543771; manufacturing location: (B)(4); manufacturing date: 25.oct.2011 . No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing investigation action was conducted/performed. The report indicates that the: conclusion: during manufacturing investigation of scrdrivershaft t25 f/urs, art. No. 03.636.001, the hardness close to the broken screwdriver tip, stardrive sd25sb, has been measured. The scrdrivershaft t25 f/urs is designed with a cannulation of ø1.85 ±0.05 mm at the broken tip. The current value of ø1.83 mm is within specification. No production failure has been found. It has been determined that the breakage of the screwdrive tip sd25sb (stardrive per es0675) is caused by mechanical overloading during surgery. No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. (B)(6). The 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. The subject device was received. The investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history record review has been requested for the subject device lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event from (B)(6) as follows: it was reported that the urs (universal reduction screw) screwdriver shaft broke during surgical use and a fragment was retained in the patient. The patient was booked for extension of existing fusion, l4/5. The existing system insitu is pangea (synthes) with a 6 mm rod. This system is now obsolete. The surgeon had requested a pedicle screw system that was also a 6 mm rod so that the existing screws did not have to be removed and a new rod on both sides would join the old and new construct. The urs system was booked. During the operation, a urs screw was inserted in l3 and the surgeon noted that it did not lock off as it should do when the rod was introduced and the locking cap inserted. He removed the locking cap and the rod from the screw and then removed the screw and when inspecting the screw, noted that the collett on top of the screw shaft was cracked. He discarded that and placed another screw of the same size and it locked off as it should. Then when he was doing the final tightening of the inner part of the locking cap, the screwdriver shaft broke into three (3) pieces. Two (2) pieces were retrieved and the third piece stayed wedged into the locking cap. The surgeon was unable to remove the metal as it was very firmly stuck so he decided that he would leave the piece of metal in situ. He used a second screwdriver to complete the final tightening procedure. He had also used the t-handle t25 screwdriver to remove the pangea locking caps and noticed that the instrument was not performing well. He looked at the shaft and noticed that it had started to separate under the t-handle. He was able to use another t-handle on the set to complete the process of removing the locking caps. There was minimal time lost in the operation because there were back-up instruments available. There was a surgery delay of 10 minutes. There was no adverse effect to the patient. Concomitant parts reported: 2 x rods, 1 x t-handle, 1 x screwdriver, unk quantity of locking caps, unk quantity of screws. This is report 1 of 1 for (B)(4).